Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit board and cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system boot up failed. There is no report of death por serious injury associated with this complaint.